Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 1999 and mesh was implanted concurrently with abdominal sacral colpopexy, culdoplasty and posterior repair due to pop. It was reported that following insertion the patient experienced infection, bowel problems, organ perforation, recurrence, and mesh migration. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and a mesh was implanted. It was reported that the patient had colon cancer with resection (B)(6) 2005. It was reported that the patient underwent colonoscopy to cecum with biopsies of raised irregular mucosa in rectum adjacent to mesh, removal of rectal foreign body(mesh) nearly completely on (B)(6) 2013.